Event description:
Pt had erythema and palpable lumps nine days after injection with bovine collagen. Diagnosis was erythema and granuloma. Physician injected kenalog intralesionally, which was somewhat effective in alleviating symptoms.